Manufacturer narrative:
.Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed physical damage to the rear panel in the rear panel label area. The cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. The system air leak test failed due to disconnected pressure tubing from the air supply. The door/cassette switch test passed. Post-accelerated stimulated treatment 2-hours 15-minute 8500 ml stimulated treatment was performed with no additional issues or alarms. An internal short present transformer (t1) on the inverter board was discovered. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. However, the DHR did reveal issues related to the reported dim display symptom code. Test and calibration step 5.4 was sent to rework where front panel assembly was replaced per rework manual. Thereafter, the device was sent for test and calibration and it passed. Upon completion of the evaluation, an internal short on transformer on the inverter board was confirmed. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patient¿s liberty select cycler received an unknown red alarm during their peritoneal dialysis (pd) treatment. The unknown red alarm prompted patient to disconnect from the cycler. Patient followed the end of treatment steps, but was not able to get the cassette door open to remove the cassette. The cycler was rebooted and cassette was attempted to be removed from the ready screen, but door would not open. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.